Event description:
It was reported that the right ventricular (rv) lead had high impedances and was possibly fractured. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2013. A 5071-35 (x's 2) lead, implanted: (B)(6) 2010. (B)(4).